Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device displayed a 1122 "blower temperature high" error code, and after the device was turned on, the blower temperature was high and not working normally. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The authorized service provider (asp) engineer confirmed the 1122 "blower temperature high" error code. The asp engineer reconnected the power cord, but the issue remained. The asp engineer then checked the device and found that the blower assembly failed. After replacing the blower assembly, the asp verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Initial reporter name and address::qingdao puruitai medical technology(B)(4).